Event description:
Patient undergoing coronary artery stenting procedure. Stent became dislodged from the coronary balloon and embolized the right common femoral artery. Findings: after routine asepsis and local anesthesia, he left common femoral artery was punctured using seldinger technique and a 6 french sheath placed. Pigtail catheter was then used to pass a guidewire over the aortic bifurcation. Catheter was advanced into the right common iliac artery and limited arteriogram performed showing the stent in the common femoral artery. Guidewire was advanced past the stent and the diagnostic catheter removed. A sheath was then advanced slightly beyond the stent and a trilobed retrieval snare passed through the sheath. This was manipulated to engage the proximal end of the stent which was partially withdrawn into the sheath and the entire sheath snare and stent gently withdrawn over the aortic bifurcation and removed through the left common femoral sheath without difficulty.